Event description:
It was reported the pt's ((B)(6)) leads had migrated. The physician elected to proceed with surgical intervention. During the procedure, the physician implanted two lead extensions. Effective stimulation was reported post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.